Event description:
It was reported that, upon palpation of this inflatable penile prothesis (ipp) at the base of the penis toward the dorsal aspect, a protrusion of the right cylinder was detected when fully inflated, but did not extrude through the skin. The patient experienced pain during testing of axial stiffness that increased during concurrent rectal manipulation. The protrusion was much larger when the device was inflated. The ipp was removed and replaced. Following the explant, the cylinder was observed to be bent and dysfunctional. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the reservoir, cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) flat reservoir was visually inspected, leak tested and examined using a microscope. The reservoir had wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. There was inhibizone discoloration found in the reservoir shell adapter junction. Product analysis was unable to identify a device malfunction with the returned reservoir. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, and examined using a microscope; no visual damages were found upon inspection. The cylinders passed the leak test performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The ms pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported clinical observations.

Event description:
It was reported that, upon palpation of this inflatable penile prothesis (ipp) at the base of the penis toward the dorsal aspect, a protrusion of the right cylinder was detected when fully inflated, but did not extrude through the skin. The patient experienced pain during testing of axial stiffness that increased during concurrent rectal manipulation. The protrusion was much larger when the device was inflated. The ipp was removed and replaced. Following the explant, the cylinder was observed to be bent and dysfunctional. No additional patient complications were reported.